Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized or treated for the event. Action taken with pd therapy was unknown. At the time of this report, recurrent peritonitis was not resolved. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.